Event description:
The device was used during a procedure to extract a non (B)(6) pacemaker (medtronic micra pacemaker). Due to the sharp curvature, the pacemaker could not be successfully retrieved, and the use of the device was discontinued. The procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer. Since this was a crm procedure involving a product from another company, no further details are known. It is reported that the use of this device should be prohibited during pacemaker removal surgery. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".